Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a damage to the insulin pump. The customer¿s blood glucose was 300 mg/dl. The customer stated that the drive support cap was protruding from the pump. The customer was advised that the pump need to be replaced. The customer was advised to follow their medically prescribed back up plan. The pump will be returned for analysis.